Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did not receive beeps or numbers on the display after troubleshoot of prime rewind. Customer¿s blood glucose was unknown at time of incident. Customer states they are unable to exit the "preparing to prime" loop. Customer advised to monitor the issue. Insulin pump will not be return for analysis.

Manufacturer narrative:
Unit was received with motor error alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify prime/fill anomaly due to motor error alarm.